Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the findings did not replicate nor confirm the customer reported event. The instrument was tested on an in-house system, and the instrument passed the recognition and the engagement tests. The instrument was fully functional. No product issue was found. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The force bipolar instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during central processing, the force bipolar instrument had the jaws hinges off the pin at the distal end. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient involvement.